Event description:
It was reported that there was an error code 45520, and damaged battery springs. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 45520 and damaged battery springs. There was no available service history in the last 12 months. Review of event log found system fault 45520 had occurred. Replaced battery compartment and keypad. Performed pump power up test and keypad test. During further investigation the following additional issue was found downstream occlusion (dso) seal was detached. Replaced dso seal. Device passed all testing criteria.